Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The notification received for the (B)(4) study indicated that during the index procedure, the physician had difficulty retrieving the angioguard. After several attempts, he was able to capture the device, and the procedure was completed successfully with no pt injury.